Event description:
In 2006, the lay-user/patient contacted lifescan alleging that a one touch ultrasmart meter was displaying an "error 5" message. The medical specialist mailed a letter to the patient three days later since he could not be reached by telephone on two separate days. It is not known when the "error 5" issue started or how long the problem lasted. The customer care advocate (cca) noted that the patient knew the meter was not working properly but did not call lifescan immediately for assistance. On an unspecified date, the patient developed symptoms of feeling dizzy and nauseous. The patient attempted to test on the reported meter but encountered the "error 5 issue. After testing, the patient administered self-care by taking his oral medications for diabetes ("byetta," 10 mg; and "glimepiride," 4 mg). Three days earlier at 9:00 pm, was taken to an emergency room (ER). The patient was treated with food and/or beverages. A reading of "72 mg/dl" was reportedly taken on a different one touch ultrasmart meter. However, it is not known when the reading was taken and whose meter it belonged to. The cca noted that the patient was not using a correct technique for testing with the reported meter. The alleged issue was not resolved through troubleshooting. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.